Event description:
During an attempt to exchange a 4fr non-cordis sheath introducer to a 7fr cordis brite tip sheath introducer, the cordis sheath did not insert smoothly and the distal brite tip became "a little frayed" during the multiple attempts at insertion. The product was removed without pt injury and the procedure was completed with another non-cordis sheath. It was reported that there was moderate calcification and tortuousity of the vessel. Vessel diameter at the access site was not provided. The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint could not be confirmed without return of the product. Review of the available info suggests that procedural factors or vessel characteristics may have contributed to the event.